Event description:
Pt self tester reports discrepant results: (B)(6) 2010, inratio: 4.94, lab: 6.2. Pt's therapeutic range is 2.5-3.5. Wiping first drop of blood.

Manufacturer narrative:
Investigation pending.